Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. D4: corrected lot number from unk to 4080561 d4: corrected primary UDI number from (B)(4). To (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are captured under a separate medwatch number. A partial UDI was provided because the lot is unknown.

Event description:
It was reported that a 3.5x18 mm, 3.5x38 mm, 3.75x18 mm and a 3.75x38 mm esprit below the knee (btk) bioresorbable vascular scaffold were implanted on (B)(6) 2025 in the right anterior tibial artery with heavy calcification and 100% stenosis. The stents appeared occluded under x ray from (B)(6) 2025. Treatment was not performed. No additional information was provided.